Manufacturer narrative:
(B)(4). The analysis results found that the device was returned with the tissue pad melted and partially detached and the blade discolored, however, it was not broken in any way. The device was tested with a generator and was functional. Based on the condition of the tissue pad and the discolored blade, a possible cause for this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap sigmoid colon procedure, the device's tip broke off. It is unknown if the tip fell into the patient. It was noted that there was no patient consequences. Another device was used to complete the procedure.